Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached prematurely. The customer subsequently lost consciousness, and required treatment for injury to head by a healthcare professional. The customer stated that no diabetes-related diagnosis or treatment was given, and that she does not know if loss of consciousness is related to reported device issue. However, it cannot be confirmed that the issue was unrelated. There was no report of death or permanent injury associated with this event.